Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes available a supplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that during non-clinical use it was identified that their was an issue with the console p stop buttons. The issue was resolved by power cycling the console. If it was to reoccur, it could lead to system unavailable, with the potential to lead to a conversion.